Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they are seeing "device cannot be found" when trying to communicate with the device since (B)(6) 2023. The caller said the hcp thought something may have gotten displaced since they have had numerous falls. The caller reported falling 4 times starting (B)(6) of 2022. The patient reports that they need an MRI due to memory issues (unrelated), but where going to have a CT scan instead due to this issue. Walked the caller thru using the equipment and encountered no issues. The caller was already in MRI mode and showing head only. Explained to the caller that being in the wrong app can give a "no device found" message. Reviewed with the caller that if they need an MRI of the head, they are head eligible. The caller will call the MRI center back to let them know. Reviewed that if communication issues are encountered during the appointment to call in for assistance.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.